Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an electrical test failure #50.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: d4. The getinge field service engineer (fse) that evaluated the unit was able to troubleshoot the issue to a loose screw/incorrect length at vacuum pump. The fse solved the issue by applying the 5000 hr preventive maint kit and further replenishing ECG leads/cables as part of the pm. After completing the pm, the unit passed all tests with no issue. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge company representative, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure #50, ten seconds after startup. No patient involvement.